Event description:
On (B)(6) 2011: customer reports via phone that while trying to inject contrast with a syringe loaded on side a, side b actually moved to inject. There was no syringe loaded on side b at the time. The customer states that there was 68cc of contrast loaded in the syringe but he does not recall the injection protocol. No patient information provided. Procedure was completed via hand injection. No patient injury reported.

Manufacturer narrative:
Field service engineer (fse) arrived on-site and was unable to duplicate the issue. The customer was unsure what protocol was used, but the fse stated nothing in the injection history shows side b ever being used. Proper operation of the injector was verified per service manual 844962 and service checklist 844864. Cts history search shows no other similar issues with this unit.